Event description:
It was reported that a routine office visit approximately six weeks post op patient was having pain, and it was discovered that the top four set screws had backed out. A revision surgery was performed approximately 2 1/2 months post op.